Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. Upon opening the evh kit, the staff noticed a hair inside the sterile packaging. They set aside and opened a new kit for the procedure. No patient involvement.

Manufacturer narrative:
Corrected sections: h-6 patient codes: corrected from "no consequences or impact to patient 2199" to "no patient involvement 2645". Trackwise ID#: (B)(4). The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation on 26feb2020. An investigation was conducted on 18mar2020. A visual inspection was conducted. The cannula and harvesting device were returned with the sterile plastic barrier and plastic tray. There was no evidence of hair on the plastic barrier or plastic tray. There were no visual defects observed on the cannula or harvesting device. The jaws and silicone on the harvesting device was observed to be intact. Based on the returned condition of the device, the reported failure "packaging issue" was not confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. Upon opening the evh kit, the staff noticed a hair inside the sterile packaging. They set aside and opened a new kit for the procedure. No patient involvement.